Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 25 alarmed while monitoring and pump error 25 alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for on electrical board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the device functioned properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, cracked reservoir tube lip and pillowing keypad overlay.